Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating a cadd legacy plus, mdl 6500, was alarming no disposable clamp tubing. Per reporter there was no air in the line. Per reporter residual volume was: 67.9, rate 2 and 24.15 was given. No adverse patient effects were reported. Per reporter, no additional information is available at this time.